Event description:
The event is reported as: when the stapler was fired, twisted staples were dispensed. The problem occurred during use. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.